Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed. The submitted controller event log file contained data spanning 3 days (01aug2024 ¿ 03aug2024 per the timestamp). A driveline communication fault alarm associated with a com b fault (error code f20) activated at 7:52:48 on 03aug2024. The alarm remained active for the remainder of the log file. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. The returned modular cable was visually inspected and was observed to be kinked at the inline connector end of the cable. The modular cable was functionally tested with a test system controller on a mock circulatory loop and the system operated at the set speed with no issues or atypical alarms produced. Electrical testing of the modular cable indicated underlying wire damage. The modular cable was dissected, revealing that the yellow (com b) wire was partially severed approximately 5.5¿ from the inline connector. The severed wire could result in the communication line becoming electrically open when flexed, which would result in the observed driveline communication fault alarm. A minor kink in the orange (ground b) wire was also observed at this location. No other physical anomalies were observed. The reported event was determined to be due to damage to the com b wire in the modular cable which resulted in the wire becoming electrically open. The root cause of the wire damage could not be conclusively determined through this analysis; however, the observed kink in the modular cable could have contributed to the observed damage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline communication fault alarm conditions, and the actions to take when the alarms occur. Heartmate 3 instructions for use (IFU) (rev. G), section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 patient handbook (rev. G) section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the hospital and reported a yellow wrench alarm on their system controller. The patient presented for an ambulatory visit and the alarm was confirmed and identified as driveline communication fault. Log files were downloaded and the analysis confirmed the alarm was triggered by a communication line b. The alarm was cleared via the system monitor and it did not reappear. As the patient had a longer travel time to the hospital. It was also decided to exchange the modular cable as a preventive action. Preliminary investigation findings confirmed damage to the modular cable wire.